Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that they were unable to determine the probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of the procedure that the site configured an electronic picture archiving and communication systems (pacs) system to push to the navigation system, and when they transferred an exam, pacs reported it successfully sent, but it did not appear in the patient list. Troubleshooting involved confirming that the network information was correct. No patient was present at the time of the event.